Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was 460 mg/dl and patient's current blood glucose: 375 mg/dl. Customer reports the symptoms related to their high bgs was tiredness. Customer treated for high blood glucose with syringes. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. Customer reported small bubbles along the tubing length. Assisted customer in performing a 5.0u fill cannula. Customer states the insulin exited. The insulin pump, reservoir, sensor will not be returned for analysis.